Event description:
Pt was treated for a burst fracture. Pt was implanted at t11-l3 with pangea polyaxial dual core screws, ti pangea locking cap and hard rods. Pt was in rehab and apparently fell. F/u x-ray showed the rods had slipped out of the screws at l3, the locking caps remain in positon. Surgeon monitored pt. Another f/u x-ray showed the right and left l3 rods slipped out of the head of the screw while locking cap remained engaged to the screw. Necrosis was noted at l3. The right l2 screw head popped off from the screw shaft. The screw shaft was still in the pedicle and the rod and locking cap remained intact. All hardware was removed and pt re-instrumented with hardware at t11-l3 in 2009. This is the 6th of 8 reports submitted on this event.

Manufacturer narrative:
Lot#: this info was not provided during initial report. Additional info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot # provided. Synthes is unable to determine mfg date without a lot#.